Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, they had a lot of resistance. A white piece inside the hub is blocking the dilator from being inserted. They decided to replace the sheath and the issue resolved. Case was continued. Additional information was received on the event. It did not break into two pieces. The white piece did not become detached from sheath. Sheath did not enter the patient and no air entered the patient¿s body. The issue was noticed by the scrub nurse as she was preparing the sheath before the doctor¿s arrival. Issue did not require percutaneous/surgical removal. No blood returned observed since sheath never entered patient. Hemodynamics were not compromised. No blood loss at all. No medical intervention was necessary. The device evaluation was completed on 05-jan-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination was performed on the hemostatic valve surface and it showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. Based on the information currently available, including the fact that the sheath was not used on the patient, it was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-dec-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(4). According to picture provided by the customer, the hemostatic valve appears dislodged in the hub. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and no product investigation can be performed; therefore, a root cause is unable to be assigned based on the current evidence. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. When inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, they had a lot of resistance. A white piece inside the hub is blocking the dilator from being inserted. They decided to replace the sheath and the issue resolved. Case was continued. Additional information was received on the event. It did not break into two pieces. The white piece did not become detached from sheath. Sheath did not enter the patient and no air entered the patient¿s body. The issue was noticed by the scrub nurse as she was preparing the sheath before the doctor¿s arrival. Issue did not require percutaneous/surgical removal. No blood returned observed since sheath never entered patient. Hemodynamics were not compromised. No blood loss at all. No medical intervention was necessary. The event was assessed as a MDR reportable hemostatic valve separation issue and not reportable for an obstructed sheath issue. For the obstructed sheath issue, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.